Event description:
It was reported that the patient experienced palpitations and presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2018, the device was explanted and replaced. The patient was stable.